Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was removed and the clip was found to be in the end of the exchange sheath. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.